Event description:
It was reported that when patient sat and stood up one day last week ,she saw the neurostimulator (ins) sticking out and she pushed it down .the patient stated that their implant slid 3-4 inches up their buttock near their hip. The patient reported did not feel stimulation. The patient had had few accidents since then . The patient also reported no stimulation felt. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0nsgb, implanted: (B)(6) 2014, product type: lead. (B)(4).